Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high all day long and that her blood glucose was 517 mg/dl earlier today. The patient treated with a 10-unit insulin pen injection. Troubleshooting was initiated and the drive support cap was normal. There were no air bubbles in the tubing either. The device settings were programmed accurately as well. A high pressure test was performed and the insulin pump successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced. The customer was returning three infusion sets and receiving two replacement infusion sets.